Event description:
Anesthesia machine check performed in morning. All elements of test passed. 2.5% inspired sevoflurane maintained for anesthetic, ventilator delivering programmed tidal volumes without evidence of leak. Glass chamber on sevoflurane vaporizer noted to be cracked at base. Et agent reading 2.45%.